Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7115936. Product family: scs-ipg-pc, upn: m365sc14160, model: sc-1416, serial: (B)(6), batch: 212502.

Event description:
It was reported that the patients lead had migrated and patient experienced loss of stimulation. The patient underwent an explant and patient was doing well postoperatively. The explanted products were retained.